Manufacturer narrative:
Investigation conclusion: pending sample return from customer for testing root cause: to be determined. Source: phone.

Event description:
Customer reporting false negative sars result. Customer communicated the result was confirmed positive by pcr method (with high CT value). Symptomatic status of patient is unknown.

Event description:
Updating completed investigation information.

Manufacturer narrative:
Correction: b4; added today's date of the follow-up correction report. Investigation conclusion:samples were sent in for further analysis. Quidel received similar testing results as the customer when testing on two methods. The results found that two samples were near the limit of detection of the solana assay with high CT values on pcr. Root cause: limit of detection (lod) of the assay. Source: phone.